Manufacturer narrative:
This report is being supplemented to provide additional information based on customer response and updates.

Event description:
Further communication with the customer representative, the following information were conveyed: updates on the reported event : the intended procedure was ureteroscopy. The customer unplugged the fiber and plugged it back in. The procedure was able to be completed.

Manufacturer narrative:
This report is being supplemented based on customer representative response/updates regarding the event reported. The following information conveyed : the blast shield was inspected after the laser fiber damaged and no damage found on the blast shield and was not replaced. The fiber was replaced with a new one. New one was put in and procedure was finished. No other information provided. Investigation is still ongoing. This report will be supplemented accordingly following investigation completion.

Manufacturer narrative:
This report is being supplemented to provide additional information based on customer representatives updates (model of the fiber ). Further communication with the customer representative regarding the model of the fiber involved on the event, the following was conveyed: the model number of the fiber is model 150 micron single fiber. Investigation is ongoing. This report will be supplemented accordingly following completion of investigation.

Manufacturer narrative:
The customer discarded the device and it was not returned or evaluated. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
As reported, the laser fiber had sparked a fire/flames from the fiber connector on device. Also an error e42 was present " e42 remove fiber to cool off fiber" message. Customer removed fiber and error cleared, device recovered. The issue occurred during an unspecified procedure. There was no patient harm or injury reported due to the event. No user injury reported.

Manufacturer narrative:
The subject device has not yet been returned for evaluation/investigation. Therefore, the root cause of the reported phenomenon could not be determined at this time. Investigation is ongoing. This report will be supplemented accordingly following investigation.